Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 8 seconds, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 8 seconds, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the fg emerge mr, ous 2.25mm x 12mm was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. Visual examination of the balloon identified no issues. No issues or damages noted in the hypotube shaft profile and shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole above the distal markerband. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. The device was attached to an encore inflation device. A pinhole was identified above the distal markerband when attempting to inflate. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.